Manufacturer narrative:
(B)(4). Concomitant medical products: catalog#: 00801803603 femoral head 12/14 taper lot#: 61092939, catalog#: 00630505836 liner standard 3.5 mm offset 36 mm i.d. Lot#: 60741641, catalog#: 00620005822 shell porous with cluster holes 58 mm o.d. Lot#: 61093645. The event was confirmed with medical records received. Pre-revision workup revealed elevated metal ions. Revision was performed due to pain, elevated metal ion levels, limp. During the procedure it was noted corrosion of trunnion. Locking ring was revised due to the tines were open and not moving freely along with liner and head. Some difficulty removing liner, but did not require sectioning it, yellow staining with some evidence of scratches. Stem well-fixed. New head, liner and locking ring were implanted. DHR was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0002648920-2019-00589, 0002648920-2019-00662, 0002648920-2020-00051.

Event description:
It was reported patient underwent a revision procedure approximately 10 years post-implantation due to elevated metal ion levels, corrosion of the trunnion, pain, limp, noise and difficulty sleeping on left side.